Manufacturer narrative:
All available information was investigated, and the reported clip opening was not confirmed during returned device analysis. The reported failure to capture the leaflets could not be replicated in the testing environment as it was likely an outcome of procedural circumstance. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted previous open heart surgery. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, capturing both leaflets was difficult. Then when establishing final arm angle/efaa the clip opened while locked. Troubleshooting was performed two additional times, but failed. Therefore the cds was removed with the clip attached and the procedure continued with a new clip. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.